Manufacturer narrative:
(B)(4). A maquet field service technician (fst) evaluated the device. After the fall damage the device was inspected, troubleshooting and measurements performed, housing aligned, fan re-fixed, after longer test run - in lpm mode the rpm increases to the acceleration alarm, measure board has been replaced and on function checked i.o . Drive sn35283 verified i.o . - electrical safety tested according to iec 62353: protective conductor resistance: 0,056 ¿ insulation resistance: >310m ¿ (spare) device leakage current: 32 ¿a substitute patient leakage current: ¿a - pass an exam! - function test and test ok - operating hours: 854h rfc, 677h drive. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation initiations will be completed at this time

Event description:
It was reported that the unit has no flow measurement after a fall damage. The incident occurred during start up of the device. No patient involvement. Internal reference: (B)(4).